Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/14/2022, it was reported by a sales representative via sems that an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii had an issue. During an acl reconstruction on (B)(6) 2022, when drilling the femoral socket, the tip of the flipcutter popped off when the cutting adjustable end hit bone. The broken piece was retrieved from the patient. Continued the case with a new flipcutter. The procedure was completed successfully with no harm to the patient.